Event description:
It was reported that the patient wanted to have their device removed because it was not doing its job and this started a couple of months since implant. The patient tried adjusting the device and tried changing the settings. It was noted that they did a sling surgery after getting the implant and it was not effective. The patient¿s health care provider (hcp) did some tests and it was severe so they did another surgery. It was stated that the hcp¿s sling was too far back so the hcp took it out and put in a different one and it was not effective. It was mentioned that the patient had breast cancer.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0b23d, implanted: (B)(6) 2013, product type: lead. (B)(4).